Event description:
It was reported that, during use of this bur guard with the micro 100 drill in a spinal procedure, the collet of the drill broke and resulted in several ball bearings falling out into the surgical site. It was reported that, all bearings were retrieved and the procedure was completed with an alternate handpiece. The surgical site was irrigated with an antibiotic solution. To date, the pt is doing fine and no add'l treatment is planned.

Manufacturer narrative:
No medwatch form rec'd from the user facility. Investigation results: the bur guard was rec'd for evaluation. An evaluation found the bur guard bearings intact, but rough and impacted with foreign matter. The instructions for use provides info on testing of the bur guard prior to each use: to test the bur guard, spin the bur guard on the bur. If the bur guard spins freely, the bearings are good. Otherwise, the bur guard should not be used and should be sent in for repair. Bearings in the bur guard are known to wear over time and overheating may occur.